Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the receptacle corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the segment steel braid deformed, the operation channel leak, the operation channel cut, the up pulley wire worn out, the r/l pulley wire worn out, and the remote control button transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.